Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a (B)(6) female plaintiff on 29-mar-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010 for permanent sterilization. Shortly after undergoing the essure procedure, an hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period was marked by increasingly severe pain and discomfort, including excessive menstrual bleeding, excessive weight gain, anxiety, bloating, headaches, pelvic pain, and back pain. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. In the summer of 2012, plaintiff discovered that she was pregnant and gave birth to her child (please refer to case number (B)(4) for the first pregnancy). In or around 2014, plaintiff became pregnant for the second time (current case). In (B)(6) of 2015, plaintiff underwent a tubal ligation. However, her physician could not locate the essure device in her fallopian tubes, and it has therefore migrated to a currently unknown location. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female consumer/plaintiff who became pregnant 2 times after essure (fallopian tube occlusion insert) insertion. This case refers to her second pregnancy. After this pregnancy she underwent a tubal ligation; however her physician could not locate the essure device in her fallopian tubes (it has migrated to a currently unknown location). These events are listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test. In this particular case, consumer had the confirmation test which confirmed device position. She became pregnant 2 times with essure and after the second pregnancy, a device migration was diagnosed. Although pregnancy in this case may have occurred as a consequence of this device migration, considering confirmation test results and since the mechanism of the events is unknown (if migration occurred before or after pregnancies onset), a causal relationship with the suspect insert cannot be excluded. This case was regarded as an incident, since a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 08-aug-2016. Quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female consumer/plaintiff who became pregnant 2 times after essure (fallopian tube occlusion insert) insertion. This case refers to her second pregnancy. After this pregnancy she underwent a tubal ligation; however her physician could not locate the essure device in her fallopian tubes (it has migrated to a currently unknown location). These events are listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test. In this particular case, consumer had the confirmation test which confirmed device position. She became pregnant 2 times with essure and after the second pregnancy, a device migration was diagnosed. Although pregnancy in this case may have occurred as a consequence of this device migration, considering confirmation test results and since the mechanism of the events is unknown (if migration occurred before or after pregnancies onset), a causal relationship with the suspect insert cannot be excluded. This case was regarded as an incident, since a surgical intervention was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. Further information will be obtained through the litigation process.